Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received cracked case display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 402 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.